Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: cardiac asthma requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had three xience v stents (two 3.5 x 12 mm and a 2.5 x 08 mm) implanted in 2008. In 2009, the patient began experiencing cardiac asthma. The patient had pre-existing acute coronary syndrome. Reportedly, target lesion revascularization (tlr) was performed the following month, and the cardiac asthma resolved five days later. No additional event or patient information is available.

Manufacturer narrative:
The xience v 3.5 x 12 mm (lot# unknown); xience v 2.5 x 08 mm (lot# unknown) mentioned is being filed under the same manufacturer number. Cardiac asthma.